Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the patient at 36,310 joules. Per the customer, the fiber cap was retrieved. Additional information reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, observations leading up to the incident included bad visibility and bad water flow from the fiber. There were no error codes on the console when this occurred. The laser just paused and gave the message "clean and inspect fiber". Once the physician removed the fiber from the patient, the fiber cap became loose. The patient did not experience any difficulties as a result of this incident. The current status of the patient is fine. The user did not experience any injury from use of the system.

Manufacturer narrative:
(B)(4).